Event description:
On (B)(6), 2012 it was reported that on (B)(6), 2012 the patient had his vns checked and when the wand was against the device and diagnostics were performed, it transmitted two times of the programmed output. The patient stated that he doubled over, stopped breathing, and his heart stopped for about a minute. While driving home the patient stated that it did it again and at home one other time before he returned to the physician who had it fixed and re-programmed the patient to the correct settings. The patient noted that he had his magnet taped over his device until he was able to see his physician again to get the settings corrected. The physician later clarified that the patient is very sensitive to parameter changes and when the physician performed the system diagnostics, which runs at higher settings than the patient is used to, the patient immediately had painful stimulation and reacted badly so the physician aborted the test. Instead of stopping the test by pressing cancel on the screen, he removed the wand from the patient's generator. The physician did not do a final interrogation prior to the patient leaving the clinic visit. Later that day the patient returned reporting that his vns wasn't set to the correct settings and when the physician interrogate the patient, the patient was set to output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min which are the settings that the system diagnostics test runs at. The physician then corrected the patient's settings by programming the patient back down to an output of 0.5ma and adjusted the other settings appropriately, settings not provided. The physician also stated that the patient only felt painful stimulation, there was no asystole or syncope experienced by the patient during the visit and the physician feels that the reports were likely exaggerated by the patient.

Manufacturer narrative:
Analysis of programming history.